Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 9/18/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left mentor smooth round moderate plus profile 800cc saline prosthesis, catalog: 3502800, serial number: (B)(4), lot: 7595987. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with mentor smooth round moderate plus profile 800cc saline prostheses on (B)(6) 2018 began experiencing swelling, pain and discoloration of the right breast about 2 weeks post implantation. The patient was seen in the emergency room on (B)(6) 2018 and a CT scan indicated right breast hematoma. The swelling and discoloration worsened in right breast leading to removal and replacement with an unknown mentor saline prosthesis on (B)(6) 2018.